Manufacturer narrative:
The condition of failure code 500:320:654:0000 was confirmed through the event history. This failure is due to the key being pressed for greater than 50 seconds. No repair is needed for this failure code. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 500. It is unknown when this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history it was determined that the reported condition occurred on channel a on (B)(6) 2011 during delivery causing an interruption of delivery.